Event description:
It was reported that the patient was experiencing inadequate pain relief during the trial procedure period. During spinal cord stimulation (scs) lead pull an x-ray revealed the leads had migrated. The patient was doing well postoperatively. The explanted leads will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between the trial period from the date manufacturer became aware of the event additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e, serial number: (B)(6), batch/lot number: 7098689, model/catalog description: 1x16 perc lead trial kit, 70 cm, unique identifier: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred between the trial period from the date manufacturer became aware of the event additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e serial number: (B)(6) batch/lot number: 7098689 model/catalog description: 1x16 perc lead trial kit, 70 cm unique identifier: (B)(4). Investigation results: the spinal cord stimulator (scs) trial leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief during the trial procedure period. During spinal cord stimulation (scs) lead pull an x-ray revealed the leads had migrated. The patient was doing well postoperatively. The explanted leads will not be returned per facility policy.